Event description:
Information was received from the neurologist that the patient¿s chronic epilepsy seizures fluctuate and were recently increased. The cause of the increased seizures was due to a change in medication. Vomiting was not reported to the office. No additional or relevant information has been received to date.

Event description:
It was reported on the vns therapy (B)(6) by a patient¿s parent that his son has had more seizures since getting vns. The patient was identified by similarity in last name. Programming history was attempted to be reviewed, however none was available. No additional or relevant information has been received to date.